Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A new cartridge was successfully loaded to address the reported event. The customer's blood glucose level was 167 mg/dl.